Event description:
It was reported by the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) device provided an inappropriate shock, shortly after implant. The patient reported at that time, the physician changed the device settings and changed medication. The patient reported that the device has is now has a premature battery depletion (pbd). Currently the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.